Manufacturer narrative:
The device was returned for analysis and the reported activation failure, mechanical jam, and material separation was confirmed. The reported difficult to remove was unable to be confirmed due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar incidents from this lot. The investigation determined the noted deployment related issues appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous left superficial femoral artery that is 50% stenosed. A 0.035 non-abbott accessed the right common femoral artery and was advanced to the lesion through a 6f sheath. An attempt to deploy the 5.0x150mm absolute pro self-expanding stent (ses) was made and after 1cm of the stent was exposed, the thumbwheel jammed unable to rotate. During removal of the absolute pro ses, the exposed end of the stent came in contact with the sheath and the stent separated but stayed on the guide wire. A snare was used to remove the separated portion of the stent. The 6f sheath was exchanged for a 7f and a new 5.0x150mm absolute pro was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. H11 correction - additional mfg narrative revised.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous left superficial femoral artery that is 50% stenosed. A 0.035 non-abbott guidewire accessed the right common femoral artery and was advanced to the lesion through a 6f sheath. An attempt to deploy the 5.0x150mm absolute pro self-expanding stent (ses) was made and after 1cm of the stent was exposed, the thumbwheel jammed unable to rotate. During removal of the absolute pro ses, the exposed end of the stent came in contact with the sheath and the stent separated but stayed on the guide wire. A snare was used to remove the separated portion of the stent. The 6f sheath was exchanged for a 7f and a new 5.0x150mm absolute pro was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.